Event description:
Procedure: roux-en-y. Reportedly, the stapler was fired to the duodenum. However, the firing handle became stiff and the firing could not be continued. The black return knobs could not retract, so the surgeon opened the jaws by using surgical instrument. There was bleeding of less than 200 cc from the incomplete staple line. However, the case was delayed by approx 30 mins due to this. The surgeon applied another device to the distal side tissue of the staple line. Note: this event was originally reported via asr as a malfunction. However, additional info indicating the case was delayed approx 30 mins, indicates the event may be an MDR reportable "adverse event". Therefore, this report has been issued based on this new info after the original 30 days time limit.